Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that his insulin pump alarmed with no delivery. His blood glucose was 344 mg/dl at the time of incident. Troubleshooting could not occur due to resolving the issue with a complete set change before he called. The customer also mentioned a low blood glucose of 49 mg/dl earlier that day; he had over-bolused. The customer also received another no delivery during the fill cannula process. His blood glucose was 302 mg/dl. The customer was assisted with clearing the alarm and priming the tubing; insulin exited the tubing. The customer was advised to rewind the pump, reinsert the reservoir into the pump and run the manual prime. That was successful as well; the customer was advised that the pump was working as designed. The insulin pump was not shipped or returned; tubing clamps were shipped to the customer to troubleshoot future no delivery occurrences via high pressure tests.